Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented in clinic for device check, high capture threshold was observed on both right ventricular and left ventricular leads. Fluoroscopy imaging revealed that the rv and lv leads were dislodged. It was also noted that the device had elevated pacing thresholds since implant and therefore, it had reached normal eri. Device was explanted and the leads were capped on (B)(6) 2018. During the procedure, the right atrial lead lost distal anchorage and was also capped. New device and leads were implanted on the right side due to patient¿s anatomy. Patient was stable throughout the procedure.